Manufacturer narrative:
D4 - UDI number is not required for this product code/lot number combination. The di portion is provided. H.6. - results = 3252 is based on the evaluation of the returned sample; 213 is based on evaluation of a retention sample. H.6. - conclusions = 77 is based on the evaluation of the returned sample; 71 is based on evaluation of based on evaluation of a retention sample. The actual device was returned to the manufacturing facility for evaluation. Visual and microscopic inspection revealed that the platinum coil had been elongated. The elongation of the platinum coil was found to have started at approximately 9.5 mm from the distal end of the device and extended to the joint of the platinum coil, stainless steel coil and the niti core wire. The niti core wire located inside the elongated platinum coil was found to have been fractured at approximately 16mm from the joint of the platinum coil, stainless steel coil and the niti core wire. Further magnifying inspection found that the niti core wire had been fractured at approximately 11.5 mm and at approximately 14mm from the distal end of the device. The presence of a segment of the niti core wire approximately 2.5mm in length was found inside the elongated coil. X-ray fluoroscopic inspection revealed the presence of the niti core wire approx. 9.5mm in length inside the unrevealed platinum coil portion 0 to approximately 9.5mm from the distal end of the device. The total length of the niti core wire of the actual sample was measured and confirmed to meet manufacturer specification. The investigation results revealed that the niti core wire located inside the platinum coil segment of the actual sample was found to have been fractured at two locations. Each fractured cross- section of the niti core wire was electron microscopically inspected from the lateral side. The shape of the fracture cross-section at the proximal end of the niti core wire approximately 9.5mm in length matched that of the distal fracture cross-section of the niti core wire approximately 2.5mm in length. The shape of the proximal fracture cross-section of the niti core wire approximately 2.5mm in length matched that of the fracture cross-section of the niti core wire approximately 16mm in length. Further electron microscopically inspection of the fracture cross-sections found the generation of the dimple pattern on the surfaces of all the fracture cross-sections. None of the fractures had the outside diameter diminished toward the fracture end or the deformation into the curved shape. Magnifying inspection of the stainless steel segment revealed no defects. The outer diameters of the undamaged platinum coil segment and the stainless coil segment were confirmed to meet the specifications. The fracture resistance and the bending resistance were determined on the distal segment of a retention sample and were verified to meet manufacturer specification. Functional testing was conducted: a retention sample was subjected to repetitive bending forces at a 90-degree angle until it became fractured. The dimple pattern was found to have been generated on the fracture cross-section with no diminishment or curved deformation on the fracture end. The state of the fracture was observed to be very similar to that of the actual sample. The simultaneous occurrences of two fractures at two points of the core wire were not be able to be reproduced. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined, it is likely that the distal segment of the platinum coil of the actual sample was trapped in some hard object, such as a calcified lesion. In this state, some repetitive bending forces were applied to the actual sample. As the result, the niti core wire inside the platinum coil became fractured. During subsequent manipulations, the platinum coil was subjected to a pulling force and became elongated. The device labeling does address the potential for such an event in the instructions-for-use (IFU) which states the following: " if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situation may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the runthrough ns device became damaged at the distal tip. Follow up communication with the user facility confirmed the following information: the distal tip unraveled; the procedure outcome was reported to be normal; and no patient injury or medical intervention required.